Manufacturer narrative:
The device passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. No failed battery test alarm noted. All operating currents are within specification. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 162 mg/dl. During troubleshooting, a failed battery test occurred. During further troubleshooting, customer received an additional failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.